Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a total service call. The cse replaced the base pump, which was leaking, and the acid pump. The sample probe cuvette bottom position was reconfigured, the ancillary probe cuvette bottom position was recalibrated, and the ancillary probe was replaced. Reagent probes 1, 2, and 3 were also recalibrated and a sample syringe was lubricated. The three-way bleach valve was replaced and the instrument was checked for bleach. Quality controls were run and resulted within range. The cause of the discordant results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur xp instrument stated that discordant results were obtained on patient samples tested on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument and corrected reports were required. The corrected results were reported to the physician(s). The operator could not provide the results or affected methods. It is unknown if there was any patient intervention or adverse health consequences due to the discordant results.